Manufacturer narrative:
Concomitant medical products: product ID: 399930, lot# j0546562v, implanted: (B)(6) 2005, product type: lead. Product ID: 7439, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 399930, lot# j0546562v, implanted: (B)(6) 2005, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
It was reported the patient had some stimulation or sensation coming from their pacemaker when they turned up amplitude with their spinal cord stimulator (scs) device. The patient was going to have their scs device turned off and was going to be referred to a cardiologist. Additional information received reported the patient had impedances testing performed and the device reprogrammed. It was also noted the patient was doing well.